Manufacturer narrative:
Device evaluated by MFR.: promus premier ous, mr, 3.5x12mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified the distal end of the stent was damaged; the first distal strut was lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement of the device through calcified lesion sites. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 12 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was noted that the distal portion of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 12 x 3.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was noted that the distal portion of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.